Manufacturer narrative:
The glidescope go video monitor was forwarded to a verathon sustaining engineer for further evaluation. The sustaining engineer found that when the monitor was connected to a blade and manipulated, the image would lose data and synchronization. Once the hdmi end cap assembly was replaced, the device would show an image that was stable and clear with good color rendition. Although the root cause could not be determined, it is likely that the pcba connected to the hdmi end cap had a broken trace, solder joint, or component which could have resulted due to external mechanical stress on the hdmi connector. Since the customer received a replacement device, the returned product was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The customer was provided with a replacement glidescope go video monitor, and the reported unit was returned to verathon for evaluation. A verathon technical service representative evaluated the returned video monitor where they were able to duplicate the reported issue. When connected to a test blade, the image displayed would have lines through it and would disappear intermittently. The device was forwarded to verathon engineering for further evaluation. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope go video monitor, the image would disappear intermittently and show horizontal lines through the image. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.